Event description:
It was reported that during a right internal carotid artery stenting procedure, the rx acculink stent was delivered and deployed in the 80% heavily calcified lesion. Resistance was encountered when attempting to remove the stent delivery system. No treatment was provided and the stent delivery system was successfully removed. There was no adverse sequela and no clinically significant delay in procedure reported. Post procedure stenosis was 30%. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.